Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - persistent ablation procedure with a qdot micro¿ catheter and the medical team identified an abnormal increase temperature during ablation and low irrigation flow during flush. The temperature exceeded the set cut off values and ablation stopped immediately. No error message accompanied the temperature increase. The correct catheter settings were set. The problem was resolved by changing the catheter. The procedural time was lengthened by approximately 3 minutes. The procedure was continued. Regarding the irrigation issue, this was noted at the end of the procedure. There was low irrigation flow noted. No patient consequences were reported.

Manufacturer narrative:
According to the information received, it was reported that during an atrial fibrillation ablation procedure, abnormal increase in temperature during ablation and low irrigation flow during flush using a qdot micro. The device was returned to biosense webster (bwi) for evaluation on 12-jun-2024. A visual inspection, irrigation, temperature, and impedance test of the returned device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. An irrigation test was performed, and no obstructed holes were found. The temperature and impedance test were performed, and no temperature was displayed due to an open circuit in the connector area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since a temperature failure was found during the product analysis, this could be related to the temperature issue reported; therefore, the customer complaint was confirmed. The irrigation issue could not be confirmed. The catheter instructions for use (IFU) contain the following warning stated in the carto 3 system manual: if the generator does not display temperature, verify that the cables from the catheter to the carto¿ system patient interface unit (piu) and the cable from the carto¿ system patient interface unit (piu) to the generator are properly connected. If temperature still is not displayed, there may be a malfunction in the temperature sensing system that must be corrected prior to applying rf power. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).